Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part # sd03.505.005, synthes lot # h715960, supplier lot # na, release to warehouse date: 01 feb 2019, manufactured by synthes brandywine. (B)(4) was generated for gtin number not etched on the parts as required by the print. This non-conformance is not relevant to the complaint condition of the 90 degree screwdriver shaft and 90 degree screwdriver handle were slipping and will not advance the screw. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Visual inspection: the 90 degree screwdriver t-handle (product code: sd03.505.005 & lot no: h715960) was received at us customer quality (cq). The visual inspection of the received device showed that one of the two pin components (sd03.505.005.04) at the distal end of the device was missing. No other damages were observed on the device. Document/specification review: the drawings reflecting the current and manufactured revisions were reviewed. Dimensional inspection: a dimensional inspection was not performed due to the definitive finding of a missing component. Complaint confirmed? Yes. Investigation conclusion: the overall complaint was confirmed for the received device as it was missing one of the two pin components. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during assembly in sterilization processing department (spd) to check for good operation, the 90-degree screwdriver shaft and 90-degree screwdriver handle were slipping and will not advance the screw. The 90-degree screwdriver t-handle was broken and two little metals pieces at end one is missing causing the device to malfunction. There is no patient involvement. This complaint involves five (5) devices. This report is for (1) 90 degree screwdriver t-handle. This is report 3 of 5 for (B)(4).